Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk power and data connections were evaluated and reseated. The cine disk drive was also reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system was unable to save cine patient image data. No patient serious injury or death was reported related to this event.